Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc foreign matter. The patient was admitted to the hospital with a compression fracture of the lumbar spine and needed antimicrobial treatment after surgery. On (B)(6) 2024, when the nurse was using a closed intravenous indwelling needle to infuse the patient intravenously, a foreign body was found inside the indwelling needle after puncture, and the needle could not be used. A new closed intravenous indwelling needle was immediately replaced and inspected without abnormalities, and the patient was successfully infused intravenously, resulting in a second puncture for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4198428 1-the products of this batch were assembled at intima ii auto line 4 in august 2024, and packaged at r240 package line in august 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the status and composition of the foreign matter inside the indwelling needle cannot be confirmed, the source of the foreign matter cannot be determined.